Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: staff opened a brand new arthroscopic shaver and while taking it out of the cannula, fluid came out. Probable root cause: improper storage conditions, improper handling.

Event description:
It was reported that there was foreign material in the sterile packaging.